Manufacturer narrative:
(B)(4). The analysis results found that the h12lp device was received with the olive plug broken and the locking cam separated due to this condition; the locking cam was returned inside a bag. The obturator was not returned for evaluation. One possible cause for the damage found on the olive, may be excessive external load placed on the device. However, an investigation has been initiated to address the potential root cause of the issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the port broke into pieces whilst in patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.